Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The valve actuation test failed as valve 1 would not actuate. An internal visual inspection of the cycler found the j14 (valves b-side) and j15 (valves a-side) cable connectors to not be fully seated at the backplane board and visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. A second valve actuation test passed after reseating the j14 and j15 cable connectors at the backplane board. The system air leak test passed. An accelerated stress test (ast) was performed and failed due to a grinding motor a. There were no fluid leaks in the test cassette during the accelerated stress test. The mushroom head check passed. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered on the inside of the cassette door of their cycler after ending a simulated peritoneal dialysis (pd) treatment. The pdrn was advised to discontinue use of the cycler and a new cycler was issued to the clinic. It was reported that the cassette was discarded. Upon follow-up. The pdrn confirmed that there was no patient connected during the simulated treatment. The clinic has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used during the simulated treatment was discarded and is not available for return for physical evaluation by the manufacturer. The old cycler will be scheduled for return to the manufacturer for evaluation.